Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), the physician encountered difficulty. The physician was able to complete the insertion and was able to provide therapy. There was no reported patient injury.

Manufacturer narrative:
Additional evaluation method code - device discarded 4115. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). Record ID (B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), the physician encountered difficulty. The physician was able to complete the insertion and was able to provide therapy. There was no reported patient injury.